Event description:
The female underwent a left shoulder hemiarthroplasty using zimmer components. After surgery, it was noted that the implant used (humeral head) had expired. The date on the package was printed as 2006-08. This was thought to mean that implant was acceptable to use through 2008. In fact meant that the implanted expired on the last day of 08/06. The MFR uses a yyyy-mm display of the date on the product and has no plans to change the method used to display dates on the product. The pt has not suffered any harm related to the expired implant.